Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The rubber on the handles melted during sterilization. Company standard sterilization protocol was followed.

Manufacturer narrative:
An event regarding santoprene handle degradation was reported. The event was confirmed. Visual analysis confirmed the reported event. The handle was returned degraded. Not performed because patient factors did not contribute to the reported event. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been 1 similar events for the lot referenced. This event was determined to be under the scope of a CAPA. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
The rubber on the handles melted during sterilization. Company standard sterilization protocol was followed.